Event description:
Towards the end of a right thyroid procedure, when the anesthesiologist went to do a valsalva, the surgeon stated the tube was leaking. The anesthesiologist checked the cuff and stated they did not put enough air in the cuff. There was no patient impact. The tube was discarded and will not be returned for analysis. During follow-up conversations post-surgery, the surgeon insisted that the tri-vantage tube had a leak. A second case was performed the same day which used a tri-vantage tube and was completed without any issues.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product was discarded by the customer and will not be returned. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.